Manufacturer narrative:
The customer decided not to repair the instrument at this time. Therefore, replacement of the iolmaster head as indicated in the initial report was not possible. Updated from "14-sep-2017" to "18-oct-2017" for follow up. Updated from "initial" to "follow-up #: 1". Entered "additional information". Added description of further updates.

Manufacturer narrative:
A number of factors not related to the lolmaster may have influenced the surgical outcome. The quality of keratometry measurements is highly dependent on stable tear film, correct fixation, and wide open eyes. The user manual describes in detail how to perform intraocular lens measurements and calculations and contains warnings about relevant parameters.

Event description:
The healthcare professional (hcp) reported the following: the iolmaster was used for the patient's biometry measurements. The alcon sa60at lens with a power of +17.0 diopter was used. The os post-refractive outcome after a cataract surgery with an intraocular lens (iol) implantation differed -6.00 diopter from the target refraction. The hcp made a decision to exchange the iol.